Manufacturer narrative:
The returned device was evaluated and received fully deployed. The formed needle was properly seated in the slide insert, and the slide retract was fully retracted down the mechanism rail. Needle mechanism was inspected for any defects that could contribute to a needle mechanism failure and no issues were found. Although no issues were found with the device, the cause of the reported late deployment could not be determined. Device ran for 1029 pulses with no timeouts or drive stalls noted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient activated a pod the needle had not deployed. Once the patient removed the pod from the infusion site the needle had then deployed late after 20 minutes. The patients reported blood glucose level was 320 mg/dl.